Event description:
It was reported that the pt had her lead replaced due to it no longer working. When the lead was removed, the inside of the boot had a great deal of liquid in it. No surgical complications were reported.

Manufacturer narrative:
Final device analysis revealed a non-standard non-conformance. All the connectors were crushed. The ends appear broken. The distal end was not returned. There were tool marks on the exterior of the anchor. The twistlock portion was over-rotated. The pin was not aligned with the grove and was forced outward. It was tested at the proximal end and there were no shorts.